Manufacturer narrative:
The impella device was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 74 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, an access site bleed formed. As treatment, multiple blood products were delivered.